Event description:
The customer reported a secondary medication backed up into the primary bag. The reporter stated the set up was correct but the back check valve was not working properly. It was further reported that the secondary backed up so much that the primary bag became over-full. There was no patient harm reported and no medical intervention was required. The customer did not provide any additional patient or event information. Manufacturer's report number: 9616066-2012-00773. (B)(4).

Manufacturer narrative:
(B)(4). The sets in use during the reported event were discarded. Unable to determine the cause of the customer's report that the secondary backed up into the primary.